Manufacturer narrative:
The reporter's test strips were returned for investigation where they were tested using retention meters and retention controls. Specified target range 2.3 - 2.9 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Results: qc #1 = 2.5 inr, qc #2 = 2.5 inr, qc #3 = 2.5 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Based on product labeling, anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Hirudin is not neutralized and leads to false-high inr values and false-low quick values.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the recombiplastine werfen method, resulting with a value of 2.9 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The reporter's product was requested for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.